Event description:
The customer reported that during an rf ablation procedure, a pt burn occurred at the insertion site. During the procedure, the pt reported pain (hotness) but the doctor continued and completed the procedure. Post-operatively, the doctor noticed a large water blister at the puncture site on the pt's abdomen. A metal guiding needle was used. The site has indicated no further info is available.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.